Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence using multiple cartridges. Another cartridge lot number was used to resolve the issue. There was no reported adverse impact to customer's blood glucose. The remainder of cartridges from the lot were tested and no issues were identified.